Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.8, lab: 2.6. Pt is generally between 2.0-2.5 inr with a therapeutic range of: 2.0-3.0 inr.